Manufacturer narrative:
(B)(6) hospital. Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a fault. No specific issue was provided.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx device indicating that the device failed the self-check test. Based on available information the customer evaluated the device and determined that the electrode plate was damaged. The customer then replaced the electrode plate to resolve the issue. No further evaluation is warranted at this time.